Manufacturer narrative:
On 13-aug-2025 the user reported experiencing hypoglycemia with a blood glucose of 63 mg/dl. The user was able to treat the hypoglycemia by consuming fast-acting oral carbohydrates. The user reported they were stable following treatment.

Event description:
On 13-aug-2025 the user reported experiencing hypoglycemia with a blood glucose of 63 mg/dl. The user was able to treat the hypoglycemia by consuming fast-acting oral carbohydrates. The user reported they were stable following treatment.